Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. No information was provided to indicate the patient's weight and height prior to implant of the initial surgical valve. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article 'rapid deployment versus trans-catheter aortic valve replacement in intermediate-risk patients: a propensity score analysis', the following events were identified as pertaining to intuity valves: 15 patients had patient prosthesis mismatch at the 1 month follow-up (13 patients with moderate ppm and 2 with severe ppm) per the article, we compared 2-year outcomes between rdavr with intuity and tavr with sapien 3 in intermediate-risk patients with as - this single-center retrospective study was conducted from 2012 to 2018 at the la timone hospital in marseille, france. The study included consecutive intermediate-risk patients treated for severe symptomatic as.